Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery near the femoral head via a 6f sheath (model unknown). Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician "got the balloon back to the arteriotomy and attempted to shuttle down but the device jammed". The device was removed and the patient was converted to approximately 6-7 minutes of manual compression at which time hemostasis was achieved. No further complications were noted. The patient was ambulated and discharged home the same day.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the procedural sheath pulled back against the shuttle. The sealant was protruding from the shuttle cartridge side slit. The shuttle movement was checked and resistance was noted. The shuttle cartridge tubing was dissected to expose the sealant. Blood was observed on the full length of the sealant and the sealant grip tip was adhered to the inside wall of the shuttle cartridge. The introducer sheath stopcock was closed as received. Failure to open the introducer sheath stopcock (as per deployment step 2 on page 16 of the IFU) could result in blood being forced (due to pressure inside the introducer sheath) inside the advancer cartridge initiating proximal swelling of the sealant and lead to a device jam. However, it is unknown if the closed introducer sheath stopcock noted at receipt occurred during the procedure or during subsequent handling. A review of the lhr was not possible as the lot number was not provided.